Event description:
It was reported that the stent was advanced through a previously implanted stent and when it was pulled back to adjust the position, the stent was stripped off the stent delivery system (sds). It was noted that the previously implanted stent was flared and it is the most likely cause of the dislodged stent. The lesion was in an old saphenous vein graft to the om, and stenting the lesion was the first option. However, the pt was taken for bypass surgery, which was the next option for the pt anyway.